Manufacturer narrative:
Summary of evaluation: device was not returned for evaluation and lot number was not made available. The root cause of this investigation cannot be determined without evaluation of the device.

Event description:
Customer, reported via sales rep, that when using the screw driver shaft to put a screw into the trident cup, the tip of the screw driver sheared off inside the screw head and they were unable to get it out of the screw head. The customer added that the screw was not fully fitted into the cup and that the surgeon, mr. Could not put the liner inside the trident because the screw was not fully fitted. Customer added that the surgeon completed the surgery by using a midas rex to bore the screw head off the end of the screw this led to over 30 minutes delay.